Manufacturer narrative:
H2) continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735795r, serial/lot #: -, ubd: unknown, UDI#: unknown img updated to reflect case part added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6: code a0908: incorrect, inadequate or imprecise result or readings is applicable to the image was upside down after tracing. Code a23: use of device problem is applicable to the registration issues. Code f26: no health consequences or impact is applicable to no impact on the patient¿s outcome. Code f1908: prolonged surgery is applicable to the reported surgical delay of less than one hour. H3,h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess) procedure. It was reported that there was registration issues. The image was upside down after tracing. Troubleshooting was performed. Technical services (ts) had the site change to three point touch. The image was not adequate even after auto refining and had lines through it. After the site selected a different image, there were no lines through it and they were able to trace. This issue caused a surgical delay of less than one hour. There was no impact on the patient¿s outcome.